Manufacturer narrative:
Inspected 2 opened/used sensors and performed visual inspection and found both sensors with cannula retracted inside sensor base and found no broken cannula during analysis. Also performed visual inspection and checked two introducer needles for burrs/hooks and dull needle tip defects and none was found. Both introducer needles passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor had an electrode that was missing. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer's family member that the sensor did not blink when they tried to connect it to the transmitter. The customer also stated that the electrode was very short. There was no indication that troubleshooting resolved the issue. The product will be returned for analysis.